Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump froze and then the keypad buttons were not responsive. Customer indicated that the pump then alarmed button error and failed battery and this occurred after a bolus. Customer's blood glucose was 111 mg/dl at the time of incident. Troubleshooting explained the alarm and possible causes and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed button error and had no button response due to corroded keypad traces. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the failed battery test alarm due to the button keypad anomaly. No frozen screen was noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.